Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, after implanting found damage to the optics on the edge of the iol. After that the iol was explanted and new unspecified lens was implanted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only half of the lens was returned in the lens case inside the lens carton. Solution was dried on the lens. The optic was cut in half, typical in appearance to insertion and removal. This returned portion of optic contained one full, intact haptic. There was no damage to the haptic. The reported damage to the optic edge was not observed on the returned portion of the lens. It is unknown if the reported damage was present on the portion of lens that was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were used with a non-qualified handpiece. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). A non-qualified handpiece was indicated. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).